Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured implant exchange.

Event description:
Healthcare professional reports left side textured implant exchange and later reported "rupture" of a saline device. Device has been explanted.

Event description:
Healthcare professional reports left side textured implant exchange and later reported "rupture" of a saline device. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified red and yellow particles on the shell, a curved opening on the anterior and delamination of plug strap disk shell. A leak test and microscopic analysis was performed which identified: a sharp-edged opening on the anterior and delamination of the plug strap disk shell. A fill test inspection was performed, no blockage was noted. Based on the device analysis the final assessment is: a sharp-edged opening on radius assessed as an unidentified (tear) opening. Additionally, a total delamination of the plug strap disk shell (adhesive failure) was observed.